Event description:
Female patient undergoing laparoscopic nissan procedure. When surgeon went to close, the disposable ethicon endo surgery 5mm suture assistant (product code sw100) it clicked and broke away from the rest of the instrument. Surgeon removed broken instrument, looked for any pieces that may have fallen off into the patient, determined there were none. Instrument removed from sterile field and sequestered for risk management pick up. No injury to patient. Patient tolerated procedure well and was sent to pacu for recovery.